Event description:
The customer reported remote alarm not working. No patient involvement reported.

Manufacturer narrative:
Conclusion / root cause: broken solder connections at cn2 pin 1, 2 & 3 caused the remote alarm port not functioning.

Manufacturer narrative:
.